Event description:
It was reported that during a laparoscopic sigmoidectomy, during rectal resection, when the reinforce cartridge, resection was done but after advancing 1-2 centimeters it retreated on its own. The same thing happened two more times to both reinforce cartridge. After that, resected it with a regular reload. That one also had strange behavior. After that, used another reload and was able to completely resect.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle(serial#(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)); egia60amt, egia60amt egia 60 artic med thick sulu (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.